Manufacturer narrative:
Pump was received with pump error 38 alarm during rewinding due to jammed motor gearbox.

Event description:
Customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm during rewind. Customer's blood glucose value was 163 mg/dl. The customer was assisted with troubleshooting. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.